Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia) in an adult female patient who had essure (ess205) (batch no. L2843-not valid, 796910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation". The patient's medical history included cesarean section on (B)(6) 2004 and hiatal hernia. Previously administered products included for an unreported indication: mirena. Concurrent conditions included gastritis, lower abdominal pain, thyroid disorder and perineal pain. Concomitant products included levonorgestrel (mirena). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia/blood or heart disorder/condition ¿ anemic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), fatigue ("fatigue"), acne cystic ("cystic acne"), cystitis ("infection (bladder/urinary ract/vaginal), urinary tract infection ("infection (bladder/urinary ract/vaginal), vaginal infection ("infection (bladder/urinary ract/vaginal), nephrolithiasis ("kidney stones"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition ¿ preflux /reflux and later gert"), headache ("headache") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, metrorrhagia, iron deficiency anaemia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, acne cystic, cystitis, urinary tract infection, vaginal infection, nephrolithiasis, migraine, nausea, vaginal discharge, weight increased, abdominal pain upper, gastrooesophageal reflux disease, headache and alopecia outcome was unknown. The reporter considered abdominal pain upper, acne cystic, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nephrolithiasis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2011, she implanted essure ( as per ppf discrepancy noted). Current weight: 185 lbs. Discrepancy noted as per pfs & mr: insertion date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Computerised tomogram - on (B)(6) 2019: CT scan showed fluid distention of endometrial cavity measuring 35 mm. Ultrasound pelvis - on (B)(6) 2019: impression: complex fluid distending the endometrium, with endometrial stripe measuring 35 mm. Correlate clinically for hematocolpos. Hyperemia of endometrium on color doppler ultrasound, suggestive of enteritis. No pelvic free fluid. Lot number: l2843 is invalid. Lot number: 796910 manufacture date: 2010-11 expiration date: 2013-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event: patient did not undergo essure confirmation and hair loss were added. Concomitant drug and historical drug were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)/ passing clots') in an adult female patient who had essure (ess205) (batch no. L2843-not valid, 796910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation". The patient's medical history included cesarean section in 2004 and hiatal hernia. Previously administered products included for an unreported indication: mirena. Concurrent conditions included gastritis, lower abdominal pain, thyroid disorder and perineal pain. Concomitant products included levonorgestrel (mirena). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced acne cystic ("cystic acne"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced iron deficiency anaemia ("anemia/blood or heart disorder/condition ¿ anemic"), migraine ("migraines") and headache ("headache"). In (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition ¿ preflux /reflux and later gert"). In (B)(6) 2017, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2018, the patient experienced nephrolithiasis ("kidney stones"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection (bladder/urinary ract/vaginal)"), urinary tract infection ("infection (bladder/urinary ract/vaginal)"), vaginal infection ("infection (bladder/urinary ract/vaginal)"), nausea ("nausea") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, metrorrhagia, iron deficiency anaemia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, acne cystic, cystitis, urinary tract infection, vaginal infection, nephrolithiasis, migraine, nausea, vaginal discharge, weight increased, abdominal pain upper, gastrooesophageal reflux disease, headache and alopecia outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, acne cystic, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nephrolithiasis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2011, she implanted essure ( as per ppf discrepancy noted). Current weight: 185 lbs. Discrepancy noted as per pfs & mr: insertion date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Computerised tomogram - on (B)(6) 2019: CT scan showed fluid distention of endometrial cavity measuring 35 mm. Ultrasound pelvis - on (B)(6) 2019: impression: complex fluid distending the endometrium, with endometrial stripe measuring 35 mm. Correlate clinically for hematocolpos. Hyperemia of endometrium on color doppler ultrasound, suggestive of enteritis. No pelvic free fluid. Lot number: l2843 is invalid. Lot number: 796910 manufacture date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2020: new event lower abdominal pain and onset date of events updated. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (ess205) (batch no. L2843-inv, 796910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section on (B)(6) 2004 and hiatal hernia. Concurrent conditions included gastritis, lower abdominal pain, thyroid disorder and perineal pain. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia/blood or heart disorder/condition ¿ anemic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), acne cystic ("cystic acne"), cystitis ("infection (bladder/urinary ract/vaginal)"), urinary tract infection ("infection (bladder/urinary ract/vaginal)"), vaginal infection ("infection (bladder/urinary ract/vaginal)"), nephrolithiasis ("kidney stones"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition ¿ preflux") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, metrorrhagia, iron deficiency anaemia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, acne cystic, cystitis, urinary tract infection, vaginal infection, nephrolithiasis, migraine, nausea, vaginal discharge, weight increased, abdominal pain upper, gastrooesophageal reflux disease and headache outcome was unknown. The reporter considered abdominal pain upper, acne cystic, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nephrolithiasis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2011, she implanted essure ( as per ppf discrepancy noted). Current weight: 185 lbs. Discrepancy noted as per pfs & mr: insertion date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: CT scan showed fluid distention of endometrial cavity measuring 35 mm.. Ultrasound pelvis - on (B)(6) 2019: impression: complex fluid distending the endometrium, with endometrial stripe measuring 35 mm. Correlate clinically for hematocolpos. Hyperemia of endometrium on color doppler ultrasound, suggestive of enteritis. No pelvic free fluid. Lot number: l2843 is invalid. Lot number: 796910 manufacture date: 2010-11, expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding(menorrhagia) / passing clots / heavy periods') in an adult female patient who had essure (batch no: l2843 - not valid, 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation". The patient's medical history included cesarean section in 2004, hiatal hernia, herpes nos, overweight, heavy periods and right lower quadrant pain. Previously administered products included for an unreported indication: iron, darvocet, sulfonamide and mirena. Past adverse reactions to the above products included hypersensitivity with darvocet, iron and sulfonamide. Concurrent conditions included gastritis, lower abdominal pain, thyroid disorder, perineal pain, anemia, anxiety, depression, gerd, dysuria, vomiting, abdominal pain, calculus of kidney, kidney stone, fatty liver, essential hypertension, gastroenteritis, colitis, pelvic pain, hematometra, perineal pain and shortness of breath. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), ciprofloxacin, ibuprofen, levonorgestrel (mirena), medroxyprogesterone acetate (depo provera), metronidazole (flagyl), ondansetron (zofran), oxycodone hydrochloride; paracetamol (percocet), pantoprazole sodium sesquihydrate (protonix), rosuvastatin calcium (crestor), sertraline hydrochloride (zoloft) and tamsulosin hydrochloride (flomax). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced acne cystic ("cystic acne"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea"), headache ("headache") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2013, the patient experienced iron deficiency anaemia ("anemia / blood or heart disorder/condition ¿ anemic"). On (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition ¿ preflux / reflux and later gert / gerd"). On (B)(6) 2017, the patient experienced abdominal pain lower ("lower abdominal pain"). On (B)(6) 2018, the patient experienced nephrolithiasis ("kidney stones") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder / urinary ract / vaginal)"), urinary tract infection ("infection (bladder / urinary ract / vaginal)"), vaginal infection ("infection (bladder / urinary ract / vaginal)") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, genital haemorrhage, metrorrhagia, iron deficiency anaemia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, acne cystic, cystitis, urinary tract infection, vaginal infection, nephrolithiasis, nausea, vaginal discharge, weight increased, gastrooesophageal reflux disease and alopecia outcome was unknown and the female sexual dysfunction, dyspareunia, fatigue, migraine, abdominal pain upper, headache and abdominal pain lower had resolved. The reporter considered abdominal pain lower, abdominal pain upper, acne cystic, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nephrolithiasis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2011, she implanted essure ( as per ppf discrepancy noted). Current weight: 185 lbs. Discrepancy noted as per pfs & mr: insertion date: on (B)(6) 2011. Trailing coils: left: four to five coils, right- four coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Computerised tomogram: on (B)(6) 2019: 1. Distal right ureteric calculus up to 0.3 cm, with associated moderate / severe right hydroureteronephrosis. 2. Slippage of the gastric lap band device. 3. Geographic hepatic steatosis.; on (B)(6) 2019: CT scan showed fluid distention of endometrial cavity measuring 35 mm. Ultrasound pelvis: on (B)(6) 2019: impression: complex fluid distending the endometrium, with endometrial stripe measuring 35 mm. Correlate clinically for hematocolpos. Hyperemia of endometrium on color doppler ultrasound, suggestive of enteritis. No pelvic free fluid. Urine analysis: on an unknown date: color / yellow. Character- turbid (a). Ph- 8.5 (h). Leukocyte- trace(a). Blood, urine- moderate (a). Wbc's- 10-25 (a). Rbcs- 25-50 (a). Bacteria, urine ¿ few (a). Squamous- moderate (a). Epithelial cells. Hyaline casts- 5-10(a). Lot number: l2843 is not valid. Lot number: 796910 manufacture date: 2010-11, expiration date: 2013-11. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: pfs and medical record received. Essure insertion date updated. Model number was updated from ess205 to ess305. Event outcome was updated to recovered/ resolved for events: pain, headahces, migraine, apareunia, fatigue, dyspareunia. Reporter's information, concomitant drugs, lab data and medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)/ passing clots/ heavy periods') in an adult female patient who had essure (batch no. L2843-not valid, 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation". The patient's medical history included cesarean section in 2004, hiatal hernia, herpes nos, overweight, heavy periods and right lower quadrant pain. Previously administered products included for an unreported indication: iron, darvocet, sulfonamide and mirena. Past adverse reactions to the above products included hypersensitivity with darvocet, iron and sulfonamide. Concurrent conditions included gastritis, lower abdominal pain, thyroid disorder, perineal pain, anemia, anxiety, depression, gerd, dysuria, vomiting, abdominal pain, calculus of kidney, kidney stone, fatty liver, essential hypertension, gastroenteritis, colitis, pelvic pain, hematometra, perineal pain and shortness of breath. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ciprofloxacin, ibuprofen, levonorgestrel (mirena), medroxyprogesterone acetate (depo provera), metronidazole (flagyl), ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), pantoprazole sodium sesquihydrate (protonix), rosuvastatin calcium (crestor), sertraline hydrochloride (zoloft) and tamsulosin hydrochloride (flomax). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced acne cystic ("cystic acne"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea"), headache ("headache") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced iron deficiency anaemia ("anemia/blood or heart disorder/condition ¿ anemic"). In (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition ¿ preflux /reflux and later gert / gerd"). In (B)(6)2017, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2018, the patient experienced nephrolithiasis ("kidney stones") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/urinary ract/vaginal)"), urinary tract infection ("infection (bladder/urinary ract/vaginal)"), vaginal infection ("infection (bladder/urinary ract/vaginal)") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, genital haemorrhage, metrorrhagia, iron deficiency anaemia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, acne cystic, cystitis, urinary tract infection, vaginal infection, nephrolithiasis, nausea, vaginal discharge, weight increased, gastrooesophageal reflux disease and alopecia outcome was unknown and the female sexual dysfunction, dyspareunia, fatigue, migraine, abdominal pain upper, headache and abdominal pain lower had resolved. The reporter considered abdominal pain lower, abdominal pain upper, acne cystic, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nephrolithiasis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2011, she implanted essure ( as per ppf discrepancy noted). Current weight: 185 lbs. Discrepancy noted as per pfs & mr: insertion date: (B)(6) 2011. Trailing coils: left- four to five coils, right- four coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Computerised tomogram - on (B)(6) 2019: 1. Distal right ureteric calculus up to 0.3 cm, with associated moderate/severe right hydroureteronephrosis 2. Slippage of the gastric lap band device. 3. Geographic hepatic steatosis.; on (B)(6) 2019: CT scan showed fluid distention of endometrial cavity measuring 35 mm.. Ultrasound pelvis - on (B)(6) 2019: impression: complex fluid distending the endometrium, with endometrial stripe measuring 35 mm. Correlate clinically for hematocolpos. Hyperemia of endometrium on color doppler ultrasound, suggestive of enteritis. No pelvic free fluid.. Urine analysis - on an unknown date: color -yellow character- turbid (a) ph- 8.5 (h) leukocyte- trace(a) blood, urine- moderate (a) wbc's- 10-25 (a) rbcs- 25-50 (a) bacteria, urine ¿ few (a) squamous- moderate (a) epithelial cells hyaline casts- 5-10(a). Lot number: l2843 is not valid. Lot number: 796910 manufacture date: 2010-11 expiration date: 2013-11 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)/ passing clots/ heavy periods') in an adult female patient who had essure (batch no. L2843-not valid, 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation". The patient's medical history included cesarean section in 2004, hiatal hernia, herpes nos, overweight, heavy periods and right lower quadrant pain. Previously administered products included for an unreported indication: iron, darvocet, sulfonamide and mirena. Past adverse reactions to the above products included hypersensitivity with darvocet, iron and sulfonamide. Concurrent conditions included gastritis, lower abdominal pain, thyroid disorder, perineal pain, anemia, anxiety, depression, gerd, dysuria, vomiting, abdominal pain, calculus of kidney, kidney stone, fatty liver, essential hypertension, gastroenteritis, colitis, pelvic pain, hematometra, perineal pain and shortness of breath. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ciprofloxacin, ibuprofen, levonorgestrel (mirena), medroxyprogesterone acetate (depo provera), metronidazole (flagyl), ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), pantoprazole sodium sesquihydrate (protonix), rosuvastatin calcium (crestor), sertraline hydrochloride (zoloft) and tamsulosin hydrochloride (flomax). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced acne cystic ("cystic acne"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea"), headache ("headache") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced iron deficiency anaemia ("anemia/blood or heart disorder/condition ¿ anemic"). In (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition ¿ preflux /reflux and later gert / gerd"). In (B)(6) 2017, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2018, the patient experienced nephrolithiasis ("kidney stones") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/urinary ract/vaginal)"), urinary tract infection ("infection (bladder/urinary ract/vaginal)"), vaginal infection ("infection (bladder/urinary ract/vaginal)"), abdominal pain upper ("stomach pain") and acne ("gastric acne") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, genital haemorrhage, metrorrhagia, iron deficiency anaemia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, acne cystic, cystitis, urinary tract infection, vaginal infection, nephrolithiasis, nausea, vaginal discharge, weight increased, gastrooesophageal reflux disease, alopecia and acne outcome was unknown and the female sexual dysfunction, dyspareunia, fatigue, migraine, abdominal pain upper, headache and abdominal pain lower had resolved. The reporter considered abdominal pain lower, abdominal pain upper, acne, acne cystic, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nephrolithiasis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2011, she implanted essure ( as per ppf discrepancy noted). Current weight: 185 lbs. Discrepancy noted as per pfs & mr: insertion date: (B)(6) 2011. Trailing coils: left- four to five coils, right- four coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Computerised tomogram - on (B)(6) 2019: 1. Distal right ureteric calculus up to 0.3 cm, with associated moderate/severe right hydroureteronephrosis 2. Slippage of the gastric lap band device. 3. Geographic hepatic steatosis.; on (B)(6) 2019: CT scan showed fluid distention of endometrial cavity measuring 35 mm. Ultrasound pelvis - on (B)(6) 2019: impression: complex fluid distending the endometrium, with endometrial stripe measuring 35 mm. Correlate clinically for hematocolpos. Hyperemia of endometrium on color doppler ultrasound, suggestive of enteritis. No pelvic free fluid.. Urine analysis - on an unknown date: color -yellow character- turbid (a) ph- 8.5 (h) leukocyte- trace(a) blood, urine- moderate (a) wbc's- 10-25 (a) rbcs- 25-50 (a) bacteria, urine ¿ few (a) squamous- moderate (a) epithelial cells hyaline casts- 5-10(a). Lot number: l2843 is not valid. Lot number: 796910 manufacture date: 2010-11 expiration date: 2013-11. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: pfs received- new event gastric acne was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (ess205) (batch no. L2843, 796910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section on (B)(6) 2004 and hiatal hernia. Concurrent conditions included gastritis, lower abdominal pain, thyroid disorder and perineal pain. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia/blood or heart disorder/condition ¿ anemic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), acne cystic ("cystic acne"), cystitis ("infection (bladder/urinary ract/vaginal)"), urinary tract infection ("infection (bladder/urinary ract/vaginal)"), vaginal infection ("infection (bladder/urinary ract/vaginal)"), nephrolithiasis ("kidney stones"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition ¿ preflux") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, metrorrhagia, iron deficiency anaemia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, acne cystic, cystitis, urinary tract infection, vaginal infection, nephrolithiasis, migraine, nausea, vaginal discharge, weight increased, abdominal pain upper, gastrooesophageal reflux disease and headache outcome was unknown. The reporter considered abdominal pain upper, acne cystic, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nephrolithiasis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2011, she implanted essure ( as per ppf discrepancy noted). Current weight: (B)(6) lbs. Discrepancy noted as per pfs & mr: insertion date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: CT scan showed fluid distention of endometrial cavity measuring 35 mm.. Ultrasound pelvis - on (B)(6) 2019: impression: complex fluid distending the endometrium, with endometrial stripe measuring 35 mm. Correlate clinically for hematocolpos. Hyperemia of endometrium on color doppler ultrasound, suggestive of enteritis. No pelvic free fluid. Most recent follow-up information incorporated above includes: on 11-nov-2019: plaintiff fact sheet & mr received. Events: abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition ¿ preflux, cystic acne, infection (bladder/urinary tract/vaginal), infection ¿ kidney stones, migraines/headaches, nausea, vaginal discharge, weight gain, stomach pain were added. Lot no. Was added. Lab data and reporter's information were added. Concomitant conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.